Manufacturer narrative:
The reported failure of test alarm speakers is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received information that a trilogy 100 ventilator device was returned to a third-party service center for service. There is no allegation of serious or permanent harm or injury. During the evaluation, the service technician observed test alarm test failures, the primary and secondary speakers failed. No documentation of a replaced component to address the issue. Additionally, the enclosure seal kit, rear enclosure assembly, handle o-ring kit, rear enclosure assembly, enclosure seal kit, warning label, and active exhalation control module will need to be replaced. The device was retested and passed.